Event description:
It was reported the patient presented for implant procedure. During surgery, the ventricular leadless pacemaker (lp) was placed too close to the tricuspid valve affecting the outflow tract flow and causing premature ventricular contractions with short runs of non-sustained ventricular tachycardia. The lp was removed and the implant attempted abandoned. The patient was in stable condition.